Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), gastrointestinal disorder ("digestive discomfort") and infection ("infections"). The patient was treated with surgery (left without a womb). At the time of the report, the pelvic pain, genital haemorrhage, alopecia, mobility decreased, anxiety, gastrointestinal disorder and infection outcome was unknown. The reporter considered alopecia, anxiety, gastrointestinal disorder, genital haemorrhage, infection, mobility decreased and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("heavy hair loss"), mobility decreased ("mobility problems"), anxiety ("anxiety attacks"), abdominal discomfort ("digestive discomfort") and infection ("infections"). The patient was treated with surgery (left without a womb). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, mobility decreased, anxiety, abdominal discomfort and infection outcome was unknown. The reporter considered abdominal discomfort, alopecia, anxiety, genital haemorrhage, infection, mobility decreased and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.